Event description:
It was reported that the user experienced recurrent low glucose alerts from the ilet system, including an alert 22 for low glucose, with a documented nadir of 60 mg/dl and approximately two hours below range, despite consuming multiple doses of oral glucose tablets. Symptoms included hypoglycemia. Outcomes included temporary impairment requiring self-treatment with oral glucose and the need for device troubleshooting and education. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed cause of hypoglycemia could not be determined. It was concluded that the event was user-reported hypoglycemia with unclear cause, and the device was functioning as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.